Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited p-wave oversensing resulting in an inappropriate shock. Review of the device data determined the smartpass (sp) feature was deactivated prior to the delivered shock. This s-ICD was checked in clinic with an automatic setup performed. An x-ray was scheduled to be completed to evaluate device placement. The device was reprogrammed to the primary vector to mitigate further oversensing. This device remains in service. No adverse patient effects were reported.